Event description:
It was reported that during a lobectomy procedure, the staples on one side were malformed. Another device was sued to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.